Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following response was received on (B)(6) 2010: please clarify how the device malfunctioned. The staples were straight. The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The staples were [not] formed completely after firing. Another device was used to complete the case. There was no adverse consequence to the patient.